Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that she inadvertently administered excess insulin during a cartridge change by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. The user is also trained to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the rewind/prime sequence. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for hypoglycemia. The patient inadvertently administered excess insulin by priming the pump while attached to the infusion set.